Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25mm aortic pericardial valve, implanted approximately thirteen (13) years, was explanted due to aortic stenosis and regurgitation. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. This device was explanted and replaced with a 25mm valve with no adverse patient effects reported as a result of the valve replacement. At explant, leaflet tears at commissures due to calcification was observed. The patient status was reported as ¿under treatment¿ in the ICU.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.